Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
When they turn chair off it turns right back on. The patient is still using the chair.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick would not turn off, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
When they turn chair off it turns right back on. The patient is still using the chair.